Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 21 mg/dl at the time of the incident. The customer alleging insulin pump over delivery. The customer was treated with food. The customer been using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they were using the auto mode feature. The insulin pump will be and reservoir will not be returned for analysis.